Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing and a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.